Event description:
Left the actual tampon in, had to go to ER to get it removed [foreign body in reproductive tract]. Went to remove it - I pulled the string, it separated - tampon [complication of device removal]. Pulled the string, it separated - tampon [device breakage]. Consumer contacted via e-mail and stated that she went to remove a tampon; she pulled the string and it separated. She pulled the string and just the string, the whole thing came out but left the actual tampon in. No serious injury was reported.

Manufacturer narrative:
17-dec-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Left the actual tampon in, had to go to ER to get it removed [foreign body in reproductive tract]. Went to remove it - I pulled the string, it separated - tampon [complication of device removal]. Pulled the string, it separated - tampon [device breakage]. Consumer contacted via e-mail and stated that she went to remove a tampon; she pulled the string and it separated. She pulled the string and just the string, the whole thing came out but left the actual tampon in. No serious injury was reported.

Manufacturer narrative:
08-oct-2020 product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Left the actual tampon in, had to go to ER to get it removed [foreign body in reproductive tract]. Went to remove it - I pulled the string, it separated - tampon [complication of device removal]. Pulled the string, it separated - tampon [device breakage]. Case description: consumer contacted via e-mail and stated that she went to remove a tampon; she pulled the string and it separated. She pulled the string and just the string, the whole thing came out but left the actual tampon in. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Left the actual tampon in, had to go to ER to get it removed [foreign body in reproductive tract]. Went to remove it - I pulled the string, it separated - tampon [complication of device removal]. Pulled the string, it separated - tampon [device breakage]. Consumer contacted via e-mail and stated that she went to remove a tampon; she pulled the string and it separated. She pulled the string and just the string, the whole thing came out but left the actual tampon in. No serious injury was reported.